Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and the pump is corroded. The customer's blood glucose reading was 135 mg/dl at the time of incident. Troubleshooting explained the possible cause of the alarm and found that the drive support cap was sticking out of the device and not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. The insulin pump was received with corroded battery tube; however the insulin pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had stripped battery cap coin slot, cracked case at the display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.